Event description:
It was reported that the user¿s ilet bionic pancreas was not syncing data with the mobile app despite multiple troubleshooting steps, and the issue persisted after updating the ilet; the problem was characterized as a software issue related to date/time and associated with the device¿s clock component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and support team. Investigation of this case revealed findings consistent with incorrect data definition contributing to a date/time-related software issue involving the clock. It was concluded, based on previously established findings for similar reports, that the cause was inadequate validation of a design change.